Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
It was reported since the vns, patient feels like she is "holding breath" at night. No other relevant information has been received to date.